Manufacturer narrative:
(B)(4). Correction numbers: 1627487-12192011-003-r, 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient's ipg was explanted and replaced. Effective therapy was restored.

Event description:
It was reported the patient's (netherlands) ipg was unable to communicate with external devices. It was noted the recharge burden had increased prior to the loss of communication. The ipg was explanted (date unknown) and replaced which resolved the patient's issue.

Manufacturer narrative:
Corrected data: device was not explanted as initially reported. Device was explanted on (B)(6) 2015. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results the complaint for no communication was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The complaint for charging more frequently was confirmed. The bottom septum had an adhesive void along the edge of the septum seal. Visual inspection of the device found that the lower header chamber had excess body fluid. The adhesive void would have allowed fluid to migrate into the header assembly, which would have created an additional current path for stimulation. The leakage current at the header could have resulted in the increased recharge burden the patient was experiencing due to changes in impedances. The battery capacity met the expected calculated stimulation time. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.